Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that one week prior her elective implantable pulse generator (ipg) generator change, they stated that they "fainted". The ipg was electivley replaced nine days later. No further patient complications have been reported as a result of this event.